Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 21 october 2015: updated dor (queried dates), added reasons for revision as metal ions, added revision surgeon and revision hospital details, added 4 product details (queried lot number for stem), added manufacture and expiry dates for cup, head and sleeve. Taken from original claimsuite 16 oct. 2015. Update 22 october 2015: added lot number, manufacture and expiry dates for stem. Confirmed doi as (B)(6) 2005 and dor as (B)(6) 2015. Taken from query 1 reply 22 oct. 2015.

Event description:
Asr revision reported by (B)(4). Right hip. Reason for revision: unknown. No products provided - two dummy products inputted. Patient is bilateral - see (B)(4) (1st revision)/(B)(4) (2nd revision) for left hip.